Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3587a, lot# n064955, implanted: (B)(6) 2007, product type: lead. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3587a, lot# n064955, implanted: (B)(6) 2007, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(6). (B)(4). Analysis of the desktop charger c041536 found the connector pin was broken.

Event description:
Information was received from a manufacturer's representative regarding a patient with an implantable neurostimulator (ins) for multiple back operations and spinal pain. It was reported that an implantable neurostimulator recharger (insr) was not charging. A patient called their health care provider (hcp) and asked them to call medtronic regarding a problem with their insr. It was said that the end broke off the wire inside the charger. It was stated the insr broke within the last several months due to the patient having a lot of uncontrolled pain. It was noted that they didn't think anyone realized that the uncontrolled pain was related to the broken recharger. The implant was not providing stimulation. It was unknown when the patient last felt stimulation or when they last recharged. The ac adaptor had a broken connector pin. No interventions or resolution was reported regarding this event. Further follow-up is being conducted to obtain this information and if additional information is received a follow up report will be sent.